Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having posttraumatic stress disorder and stated that they don't remember things. Customer reported experiencing high blood glucose readings. Customer's wife told him that he had a gun in his mouth and threatened to commit suicide. The paramedics were called and the customer was taken to the hospital. Customer's blood glucose readings several hours after being in the hospital were noted to be over 300 mg/dl. Customer stated that the police took the insulin pump off when he went to the hospital. Customer further mentioned that while giving a bolus, the insulin pump continued to deliver the programmed bolus despite the reservoir being empty. Customer did not receive an empty reservoir alarm until the piston had moved all the way forward. Customer stated that their blood glucose readings were over 200 mg/dl the day before. No further information reported.